Manufacturer narrative:
(B)(4). The promus 4.0 x 12mm (B)(4) will be filed under another medwatch report number. Eval summary: failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the mfg process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product mfg records did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that the pt had an aneurysm of the right coronary artery (rca). Three promus stent were used to treat the rca (3.0 x 28, 3.5 x 28, 4.0 x 12). After the last promus 4.0 x 12 stent was placed in the proximal rca. Upon repeat angio it was noted that there was still haziness and contrast was going from around the promus stent in the proximal rca. The graft master was being used to treat the area of the haziness, but it was unable to cross. Therefore, a non abbott bare metal stent was used to treat the proximal rca and was placed inside the promus 4.0 x 12 stent for re-enforcement and to stop the aneurysm. The vessel was visualized after the bare metal stent was deployed and post dilated and the results were reportedly good. Though requested, no add'l event or pt info is available.